Event description:
It was reported that patient complained of pain and during post op follow up with the surgeon, it was discovered that 2 screws were broken so the surgeon revised variax distal radius. The surgeon suspected that the patient sustained a fall.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.